Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that there was a patient with 5 milliliter residuals who had been followed for years. It was ¿a stable situation.¿ information regarding the patient identity, devices involved, drug in the pump, cause of the discrepancies, or patient outcome were not reported. A supplemental report will be submitted if additional information becomes available.